Manufacturer narrative:
Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "has become sink and harder," "the size has become smaller," and "worried to much." The device remains implanted.